Event description:
N/a

Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). Additionally, the tactile gripper cover was observed to be caught/pinched by the harness (mechanical jam) and the gripper cover was observed to be bulky/loose (product quality problem). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on available information reviewed and the results of the returned device analysis, the single gripper actuation issue and the observed bulky/loose gripper cover, appear to be due to the harness pinching the gripper cover as the gripper was able to be lowered once the gripper cover was released from the harness. A cause of the observed gripper cover being pinched by harness (mechanical jam), however, could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior 3 leaflet flail for a mitraclip procedure. During the procedure gripper orientation, it was determined that one of the grippers would not actuate. Troubleshooting was performed unsuccessfully. The clip was removed from the patient and additional troubleshooting was performed by locking and unlocking the clip approximately 7 times. Another mitraclip was selected and implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.